Event description:
It was reported that a catheter shaft break occurred. The 15mm x 3.00mm nc quantum apex balloon catheter was broken into two in the shaft at the hypotube during preparation. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. The balloon was tightly folded. There was contrast in the inflation lumen. The hypotube was fractured 51.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).